Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped due to model number. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported that a CPAP device's sound abatement foam allegedly became degraded and there was no report of patient harm or injury. The patient also alleged cough up a lot after taking off the device. The patient having pain in her left ear and she went to a doctor, a nurse practitioner gave her some drops for her ear and she went to a second doctor who advised her not to use the drops; she was on antibiotics and pain medication. The patient also alleged she lost hearing in both ears, dryness of throat. The device was returned to the manufacturer quality product investigation laboratory for further investigation. The manufacturer unable to confirm particles in the airpath and was no evidence of foam degradation was found.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.